Event description:
Patient stated that the car charger stopped giving power to the freedom driver as well as heated up when attempting to use it.

Event description:
Patient stated that the car charger stopped giving power to the freedom driver as well as heated up when attempting to use it.

Manufacturer narrative:
Freedom car charger s/n 038700 does not have a specific evaluation procedure. Visual inspection of internal and external components found no abnormalities. Testing included plugging the charger into a power supply and test bench in order to replicate a freedom driver's functionality. Fuse in the charger was swapped with a known functioning part and reconnected. Bench test was successful with the replacement fuse. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during testing; the root cause of the reported malfunctioning car charger was determined to be a blown fuse. Overheating was not replicated during testing but based on previous investigations, is likely also due to the blown fuse. Failure investigation identified no other failures or damage could have contributed to complaint. No adverse impact to patient was reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.